Event description:
Reporter states, the expiration date of the compact test strip vial was missing. No adverse event reported. A request was made for the return of the suspect device. Reporter stated, she discarded the drum and so, no product will returned for eval.